Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked 3cg stylet is confirmed but the exact cause could not be determined. One photo sample of a 3cg stylet and t lock assembly was returned for evaluation. A printed sheet with the sherlock 3cg readings was present under the device. The product label sticker is attached to the sheet with lot: recq1926 and ref: s1395108d4. A kink is present near the distal end of the stylet, which may have affected signal as reported by the complainant. Based on the photo sample provided, possible contributing factors include advancement or retraction against resistance. Since a kink in the stylet was observed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recq1926 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse didn't get a wave form and when the guidewire was pulled out, a kink and a crack was observed in the wire.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq1926 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse didn't get a wave form and when the guidewire was pulled out, a kink and a crack was observed in the wire.